Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4: expiration date and UDI. Visual examination of the provided picture identified the explanted components on the surgical table covered in bio-debris. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined for the cup loosening. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d1 d4: catalog and lot number g3 g4: 510(k) number g6 h2 h10.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 00620206420 item name shell porous with lot# 62526380. 00631006436 item name liner 10 degree elevated rim 3.5 mm use with 64 mm o.d. Shell lot # 63631271. Unknown screw x4. 650-0660 item name delta ceramic fem hd 36/- 3mm lot # 2019090722. 11-301332 item name arcos con sz b hi 70mm lot # 409820. 11-300816 item name arcos 16x150mm spl tpr dist lot # 791480. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02288, 0001822565 - 2023 - 02304, 0001822565 - 2023 - 02303, 0001822565 - 2023 - 02302, 0001822565 - 2023 - 02301. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed. H3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure 2 years and 27 days post implantation due to infection. It was noted that the cup was not well fixed. A washout was performed with an exchange of the head and liner. Five screws were also explanted. Surgeon decided all metalware needed to be removed and a girdle stones hip was to remain for future assessment and management of the infection. A well fixed arcos sts/cone was removed via eto. Tissue samples taken and wound closed. There is no additional information available at the time of this report.